Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt that the pump was miscalculating boluses. Reportedly, the customer had insulin on board (iob- active insulin in the body) from earlier in the morning and requested a bolus, but the pump did not indicate a correction was necessary to account for the iob. Additionally, the customer reported blood glucose (bg) level was 346 mg/dl, which was addressed with a correction bolus. Review of pump bolus history and time segment by tandem technical support showed that the customer entered a bolus request for 68 grams of carbohydrates but did not enter a bg value; therefore, the pump delivered insulin to cover for the carbohydrates only. As iob is not taken into consideration when the pump is delivering a food bolus, the bolus request of 8.5 units delivered by the pump was correct. Multiple attempts were made to relay the information to the customer; however, tandem technical support was unable to get ahold of the customer.